Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1535 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole in the catheter near the connector. No other information was provided.